Manufacturer narrative:
(B)(4).

Event description:
It was reported that false vf episodes with inappropriate atp and multiple episodes of non-sustained rv oversensing due double counting r-wave were noted. Review of the merlin.net transmissions revealed drop in sensing. No rv capture was observed. Possible lead dislodgement and x-rays were suggested. The lead was explanted and replaced due to dislodgement. The patient was stable post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.